Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing was separated from the twist sleeve of a transfer set. This issue occurred at home during treatment. A new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.